Event description:
It was reported the customer had no delivery alarms during bolus deliveries. The customer declined troubleshooting for the no delivery alarm. The customer also reported having high blood glucose, but declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.